Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their implantable pulse generator (ipg) was "loose" and that when they were in the shower and bent down, the ipg "turned so they pushed it and it went sideways. Now the vein or cord is forward instead of backwards". They stated "I can push the ipg anywhere I want to". The patient has not had a device check performed and their ipg remains in use. No further patient complications have been reported as a result of this event.